Event description:
Account alleged that the cardiopulmonary resuscitation lever is stuck in the down position by the overlay cover causing loss of head up function. No pt impact.

Manufacturer narrative:
Account released the cardio pulmonary resuscitation lever to resolve the issue.